Event description:
The user facility reported that the device was set to 501 b pf pressure when it seemingly lost pressure causing the pt's head to flex.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident. Correspondence should be sent to: integra lifesciences corporation.